Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between an extension set and an unspecified giving set was leaking with parenteral nutrition. This issue was observed during patient use. Tightening was performed, however, it did not resolve the issue. The set-up was used with an unspecified pump. The patient clamped the line and turned the pump off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured on may 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.